Event description:
The clinician reported that the implant was not placed after prepping because of pt poor bone quality.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted.